Manufacturer narrative:
This report is submitted on november 30, 2022.

Event description:
Per the clinic, the patient has a hole at the implant site exposing the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.